Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose of 20mg/dl. Customer declined troubleshoot for low blood glucose. Customer had scratches on screen and stated that she can read it but it is really hard. Customer advised to discontinue use of the pump and revert to a back-up plan. Insulin pump will be return for analysis.

Manufacturer narrative:
Pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test. Pump had cracked battery tube threads, broken half of reservoir tube lip, cracked case at reservoir tube window corner, minor scratched display window and missing reservoir tube o-ring.